Event description:
Colorless liquid was found inside the syringe. (B)(6)2019 : customer informed: ¿the occurrence was noticed during use ¿the patient was punctured more than one time ¿ blood was being collected information received by email on (B)(6)2019 : the incident was noticed before and during the use. There was no damage to the patient/health professional. The product was being used to collect blood. On (B)(6)2019 , customer alleged that the issue occurred with the 5ml syringe. However the 2 previously batches informed by customer belongs to an 10ml syringe. Customer was notified about it. After that, they informed difficult on finding the batch of the occurrence, so the batch is unknown. The material was changed to 5ml syringe to corresponds the customer notification and the batch is unknown.

Manufacturer narrative:
H.6.investigation: the batch history review (DHR) was not performed due to batch number not being known. Also, due to that, it was not possible to verify maintenance records and quality notifications. No photos / samples were received for evaluation, it was not possible to carry out an investigation and to determine the root cause for the incident. The production processes are validated according to the defined acceptance criteria. In this way it is not possible to confirm the complaint h3 other text : see h.10.

Event description:
Colorless liquid was found inside the syringe. (B)(6) 2019: customer informed: ¿the occurrence was noticed during use; ¿the patient was punctured more than one time; ¿ blood was being collected. Information received by email on (B)(6) 2019: the incident was noticed before and during the use. There was no damage to the patient/health professional. The product was being used to collect blood. On (B)(6) 2019, customer alleged that the issue occurred with the 5ml syringe. However the 2 previously batches informed by customer belongs to an 10ml syringe. Customer was notified about it. After that, they informed difficult on finding the batch of the occurrence, so the batch is unknown. The material was changed to 5ml syringe to corresponds the customer notification and the batch is unknown.

Manufacturer narrative:
Per additional information received from the customer, the event description, catalog #, lot #, device expiration date, and device manufacture date have been updated. The following information has been updated: b.5. Describe event or problem: colorless liquid was found inside the syringe. (B)(6) 2019: customer informed: ¿the occurrence was noticed during use; ¿the patient was punctured more than one time; ¿ blood was being collected. Information received by email on (B)(6) 2019: the incident was noticed before and during the use. There was no damage to the patient/health professional. The product was being used to collect blood. On (B)(6) 2019, customer alleged that the issue occurred with the 5ml syringe. However the 2 previously batches informed by customer belongs to an 10ml syringe. Customer was notified about it. After that, they informed difficult on finding the batch of the occurrence, so the batch is unknown. The material was changed to 5ml syringe to corresponds the customer notification and the batch is unknown. D.4. Medical device catalog #: 990175. D.4. Medical device lot #: unknown. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe plastipak 5ml s/su experienced foreign matter contamination noted prior to use. The following information was provided by the initial reporter: colorless liquid was found inside the syringe. On 06/11/2019: customer updated the lot number: 9081595. The material# was updated as well. They also informed: the occurrence was noticed during use. The patient was punctured more than one time. Blood was being collected. There is no sample/photos available. There was no damage to the patient/health professional.